Event description:
It was reported that this patient mobile monitor (pmm) was not connecting. The patient mobile monitor (pmm) was not vibrating and the magnet failed to wake up the insertable cardiac monitor (icm). The patient application was uninstalled and reinstalled. The patient visited the clinic. The icm was also attempted to be connected with a clinic mobile monitor (cmm), but cmm was unable to connect to icm. It was confirmed that the icm showed a rapid drop in battery voltage. The icm battery had completely depleted. It was indicated to return the icm for further analysis. The icm remains in service and no adverse patient effects were reported.